Manufacturer narrative:
(B)(4). Actual sample was returned for evaluation. Visual inspection was performed and a fracture was observed in the body of the needle. The needle exhibited amounts of intergranular failure.

Manufacturer narrative:
Conclusion: the actual sample was evaluated. Functional examination for reshape was performed and the needle does not meet the specifications. Additional information: the actual device batch number associated with this event is not known. Three possible batch numbers are reported as follows: batch # jez268, mfg. Date 05/12/2015, exp. Date 04/30/2020. Batch # gk2361, mfg. Date 09/13/2013, exp. Date 07/31/2018. Batch # gl2793, mfg. Date 10/25/2013, exp. Date 07/31/2018. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2015 and suture was used. When the surgeon was completing the incision of the port insertion, the needle broke, leaving the broken piece and the part of suture material in the patient. The surgeon then began to try to grasp the broken suture needle which extended the procedure and required the existing incision to be made larger. It was also reported that the broken needle was retrieved successfully with no other consequences. Another like a suture was used to complete the procedure. Additional information has been requested.